Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a peritoneal dialysis infection. The site of the infection was not specified. The reporter stated the cause of the pd infection "may caused by gastrointestinal problem and diarrhea"; however, this was not medically confirmed. Therefore, it will be assessed as cause unknown. It was not reported if the patient was hospitalized for the event. The patient was treated with an unspecified intraperitoneal anti-inflammatory drug for the event. At the time of this report, the patient was recovered from the events. Dianeal therapy was ongoing. No additional information is available as the reporter declined follow up.